Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this newly-implanted right ventricular (rv) lead was associated with a perforation. The patient reported chest pain overnight following the implant, and a check of lead measurements found loss of capture and a drop in pace impedance. Following a fluoroscopy review, the physician reopened the surgical pocket and repositioned the lead with no additional adverse patient effects. The resulting lead measurements were normal.